Manufacturer narrative:
Preliminary analysis of the returned device suspected a battery failure.

Event description:
Reportedly, during a follow-up session, the subject device was interrogated and showed a series of warnings: 'the device was reinitialized 1 time on (B)(6) 2015 ; svc shock electrode continuity >3000 ohms ; ventricular chock electrode continuity >3000 ohm ; battery depletion detected (end of life indicator): replace the device ; rrt detected: plan to replace device. ; abnormal battery voltage values from (B)(6) 2015 to (B)(6) 2015: defibrillation system potentially ineffective. ; rrt detected on (B)(6) 2015: plan to replace device." The patient reported that he didn't do anything special in the last 6 months (included any medical examination such as MRI). The device was normally working in safe-r 60 and the impedance, sensitivity and pacing threshold tests were normal. The physician decided to replace the device and it will be returned for analysis. During the replacement procedure, the impedance of the lead ICD coils were tested showing normal values. A new device was connected to the leads and didn't showed anomaly including leads and coils impedances.

Event description:
Reportedly, during a follow up session, the subject device was interrogated and showed a series of warnings: "the device was reinitialized 1 time on (B)(6) 2015 ; svc shock electrode continuity >3000 ohms ; ventricular chock electrode continuity >3000 ohm ; battery depletion detected (end of life indicator): replace the device ; rrt detected: plan to replace device. ; abnormal battery voltage values from (B)(6) 2015: defibrillation system potentially ineffective. ; rrt detected on (B)(6) 2015: plan to replace device." The patient reported that he didn't do anything special in the last 6 month (included any medical examination such as MRI). The device was normally working in safe-r 60 and the impedance, sensitivity and pacing threshold tests was normal. The physician decided to replace the device and it will be returned for analysis. During the replacement procedure, the impedance of the lead ICD coils were tested showing normal values. A new device was connected to the leads and didn't showed anomaly including leads and coils impedances.

Event description:
Reportedly, during a follow-up session, the subject device was interrogated and showed a series of warnings: "the device was reinitialized 1 time on (B)(6) 2015 ; svc shock electrode continuity >3000 ohms ; ventricular chock electrode continuity >3000 ohm ; battery depletion detected (end of life indicator): replace the device ; rrt detected: plan to replace device. ; abnormal battery voltage values from (B)(6) 2015: defibrillation system potentially ineffective. ; rrt detected on (B)(6) 2015: plan to replace device." The patient reported that he didn't do anything special in the last 6 months (included any medical examination such as MRI). The device was normally working in safe-r 60 and the impedance, sensitivity and pacing threshold tests were normal. The physician decided to replace the device and it will be returned for analysis. During the replacement procedure, the impedance of the lead ICD coils were tested showing normal values. A new device was connected to the leads and didn't showed anomaly including leads and coils impedances.